Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e.â¿¢ balloon dilatation catheter was used on a patient during a procedure the day before (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon ruptured inside of the patient prior to reaching 8atm. No part of the balloon detached inside of the patient. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample was returned for evaluation and a visual examination revealed that the balloon was torn longitudinally. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.